Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2021. Blood glucose reading was 40 mg/dl. The customer was treated with intravenous infusion. Troubleshooting was performed for low blood glucose. It was stated that the insulin pump was overdosing periodically. Auto mode was active at the time of incident. The reservoir and insulin pump will not be returned for analysis.